Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7, h6 health effect - clinical code. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Ans: chinese male age 15. Date of index surgical procedure? Ans: nov 2024 (surgeon did not give exact date). The diagnosis and indication for the index surgical procedure? Ans: appendicitis. On what tissue was the suture used? Ans: skin. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Ans: normal. How was the suture placed (interrupted or continuous)? Ans: surgeon did not respond when contacted. How was the suture originally tied (multiple knots, square knot, etc.)? Ans: surgeon did not respond when contacted. Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Ans: skin redness and serous discharge at port closure site. Please provide the onset date/time of the reaction from the initial procedure. Ans: patient complained at one week post-op visit please describe any medical intervention required to treat the patient condition including medication name and results. Ans: surgeon applied dressing and prescribed oral antibiotics. After 3 weeks patient came again with the same complaint. This time dressing is applied but no antibiotic prescribed. Case resolved after that. Did the patient have an infection? Ans: surgeon assumed yes. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Ans: surgeon only mentioned prescribing oral antibiotics after the complaint. The rest unknown. Were cultures performed? If so, please provide the results. Ans: no. How much and what type of drainage is present in this wound? Ans: unknown. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Ans: unknown. Does the patient have a known allergic history to any medical devices, food and/or medication? Ans: surgeon did not explore this was allergy testing performed? If so, please describe with results. Ans: no. Are there any photos available? Ans: no. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Ans: no. Other relevant patient history/concomitant medications? Ans: surgeon did not explore. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Ans: he believed this patient has reaction to triclosan in monocryl plus coating what is the patient's current status? Ans: case resolved. Lot number? Ans: operation theatre personnel could not get it as the case happened in nov and batch number was not required to be documented.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Please describe any medical intervention required to treat the patient condition including medication name and results. Did the patient have an infection? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on an unknown date and suture was used. Post-op, at the 1 week visit, the patient complained of skin redness and serous discharge at port closure site. The surgeon applied a dressing and prescribed oral antibiotics. After 3 weeks, the patient came again with the same complaint. The dressing was done but no antibiotic prescribed. The case resolved after that. Additional information was requested.